Event description:
Pt returned 8/25/1998 for infection right shoulder. Right shoulder required incision and drainage, wound cultured propionibacterium acnes (anaerobe culture), and 2 anchors implanted.